Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia & new zealand (oaz). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. However, based on the information provided by oaz, the cable unit had been replaced, and omsc surmised that a communication failure caused by a cable unit failure resulted in communication error e226. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the scope communication error e226 was displayed on the monitor. Error code e226 means that the communication between the endoscope and video system center has failed. There was no report of patient injury associated with the event.